Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, preimplantation, and pressure-flow testing. However, it did not meet the requirements for leak and reflux testing due to a tear in the top membrane of the valve¿s delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was removed from its packaging and that preimplantation testing was performed. According to the report, the device was found to leak when the physician observed air bubbles arising from the device during testing, but that the hole could not be seen. The report states that a new device was obtained to complete the operation, and that there was no adverse impact or injury to the patient.